Event description:
Olympus was informed that during primary inspection, the electrosurgical generator "esg-400" displayed error message e090 and auto-started itself. Neither a procedure nor a patient was involved.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems india (omsi) (returned to omsi on 2022/09/20). During the evaluation at omsi, the reported error message e090 could not be reproduced. The error message may have different technical causes. Since the error message could not be reproduced during the inspection, the cause for its occurrence could not be determined and is being judged as unknown. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. The evaluation also found error message e203, determined corrosion on the ribbon cable, and found bottom screws and washers do be missing. Error message e203 was traced back to a defect of the motherboard and the cause for the corrosion and the missing screws and washers is most likely improper handling by the customer. However, these issues are not causally related to the reported error message/phenomenon. A manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.